Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that the 2008k2 hemodialysis machine had an ultrafiltration (uf) issues during patient treatment. The patient was moved to another machine to completed treatment with no harm, no adverse event or blood loss reported. Upon follow up, the biomed state that the uf connector and the uf pump springs were damaged. The blue and red dialysate lines were damaged as well and changed as well. The biomed replaced the damaged parts and changed parameters (values unknown). The machine passed functional checks and disinfection. The machine has been returned to service at the user facility without further issues. Additional patient¿s details was requested; however not provided

Manufacturer narrative:
Correction: plant investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer replaced damaged uf connector and uf pump screens and changed the blue and changed the blue and red dialysate lines. The 2008k2 hemodialysis (hd) machine was returned to service at the user facility without issue. A records review was performed on the reported serial number. The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.